Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states patient tested 6.7 inr via venous sample on the coaguchek xs system while a comparison lab returned as 12.4 inr. Caller reports patient had anal bleeding; he was treated with vitamin k based on the meter result. No adverse event related to the device was reported. Requested return of suspect system and replacement was sent.